Event description:
After an anterior cervical corpectomy with cervical plating in 2003 the patient, stopped breathing to a pre-existing condition and was intubed requiring forced hyperextention of the neck. The doctor believes that this action caused the cervial plate to dissassociate. The patient was revised without further incident.